Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the failed battery test and the blank display. Customer's blood glucose level was unknown at the time incident. The customer was assisted with the troubleshooting. The device will be returned for the analysis.

Manufacturer narrative:
The insulin pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. The insulin pump was monitored and tested with no failed battery test, low battery alert and blank display. The insulin pump was received with a cracked battery tube thread noted.